Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported discrepant results of two patient samples. Both patient samples were known to be blood group o rhd positive, but showed false positive results with the anti-b of ih-card abo/d(dvi-)+rev. A1, b when tested on the ih-1000 instrument. The customer did neither provide a sample of the allegedly defective product for investigational testing nor the patient samples that have caused the false positive results. Therefore our quality control laboratory tested their retention sample with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any discrepancies or false positive results. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The trace files of the affected ih-1000 instrument were checked. Both tests were performed with the right side and based on the distribution sequences, the red blood cell suspension started with the control well up to the anti-a well. We suspect an inter-wells contamination from the anti-d well to anti-b well. It could explain the false positive result on the anti b well. The most probably root cause for this incident was an interwell contamination. Due to the assumed inter-well contamination, we highly recommend the following: - replace the needle if it was bent or damaged - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. -finally, perform a weekly maintenance and qc test. And we highly recommend noting the following points according to the chapter precautions of the instruction for use: do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. Do not use cards with damaged foil strips. Do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. Cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card."